Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 and a second patient sample (urine sample) tested with creatinine jaffé gen. 2 on a cobas 8000 c 702 module. The customer stated they had multiple samples with questionable low results, so they decided to repeat the affected patient samples on a second analyzer. The repeat values were deemed correct. The first patient sample initially resulted in a calcium value of 2.5 mg/dl and it repeated as 9.3 mg/dl. The second patient sample initially resulted in a creatinine value of 0.2 mg/dl and it repeated as 62.6 mg/dl.

Manufacturer narrative:
The calcium reagent lot number was 74418501, with an expiration date of 30-nov-2024. The creatinine reagent lot number was 75538101, with an expiration date of 31-jul-2025. Calibration and control data were acceptable. There was no indication of a reagent performance issue. The field service engineer determined there was a tubing failure. The dispense and vacuum tubing from the rinse mechanism were replaced. Precision studies were performed and recovered within guidelines. The investigation determined the service actions resolved the issue.